Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured instrument was discovered in the sterile processing department. There was no patient involvement. Attempts have been made and no further information has been provided.

Event description:
It was reported that an instrument missing ball bearings was discovered in the sterile processing department. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, d10, g4, g7, h2, h3, h6, h7, h9, and h10. Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of repeated use and has both ball bearings missing. Device history record was reviewed and no discrepancies were found.the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.